Manufacturer narrative:
Per tandem's user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped into a toilet and as a result the pump touch screen became unresponsive. In addition, it was reported that a malfunction alarm occurred. The customer's blood glucose was between 200-201 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.